Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The device was reprogrammed leaving the lead in the patient for lead revision. The lead is scheduled to be revised. No patient complications have been reported as a result of this event.